Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus repair center. Olympus repair center evaluated the subject device and could reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) . The user will not return the subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that there are gaps and/or scratch at the glue part at the distal end of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.